Event description:
Additional information received clarified that the pump was programmed as intended. The issue was that the pharmacy mixed wrong concentration of baclofen. A refill was done on (B)(6) 2012. The clinician filled the pump and a bridge bolus was performed. The bridge bolus went through about 24 hours, so the patient had been 24 hours at double the dose of what she should be.

Event description:
It was reported that the patient medication was programmed incorrectly; the reason was indicated as an error done by the pharmacy, as the drug was not diluted to 1000 from 2000 as requested and was reported to the healthcare provider (hcp) two days later. This was confirmed with the pharmacy tech. The patient was programmed at lioresal 1000 mcg/ml at 200 mcg/day, but was in fact receiving lioresal 2000 mcg/ml at a daily dose of 400 mcg/day. Patient had not had overdose symptoms however, felt "a little funny in the head" and some blurred vision. It was later reported that the hcp rectified the programming and decreased daily dose to 250 mcg/day. The patient was noted to be receiving very good therapy and did not exhibit any signs of withdrawal.

Manufacturer narrative:
Programmer: model: 8840, serial#: (B)(4); catheter: model: 8731sc, lot#: b0906654k, implanted/ explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).